Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16396. The pt has three leads from two separate lots. It was reported the pt complained of pain in her shoulder near the lead sites. She stated the pain has been intermittent for the past week. The pt was advised to f/u with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.